Event description:
Caller reported a malfunction on the pump, identified as malf 12, occurring at least three times. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.